Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) had bent trunk cable connector pins which prevented the belt from connecting to a monitor. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt had bent trunk cable connector pins which prevented the belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.